Manufacturer narrative:
Correction/removal report number: (B)(4). Two (2) samples were received: 1 sample filled with solution leaking into a zip lock bag and 1 opened sample with a note on the bag of the alleged leak. Functional testing was performed which revealed one sample leaking from the fill port tubing weld and the other leaking from the bottom weld of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and a nonconformance was found related to this reported condition during the manufacture of this lot. Defective units were identified and scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.